Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced dilation. However, during second inflation at 13 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient is in good condition.

Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 (B)(6). E1 initial reporter first name: updated.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced dilation. However, during second inflation at 13 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient is in good condition.